Manufacturer narrative:
The reported condition of overinfusion was not confirmed or duplicated; therefore an assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device has not been previously serviced. There have been no changes in the manufacturing process which could contribute to the reported condition. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report from baxter (B)(4) of a colleague infusion pump that overinfused. No patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.92 categorized as remediated.